Event description:
It was reported that the patient stated the implantable cardioverter defibrillator vibrated when he walked between his son playing video games, his phone, and the tv in the hotel room. It was noted that this was like coincidental timing and to consult his physician about why the device vibrated. Further information was requested however, was not provided.